Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to advance through catheter. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.